Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to save reports to a universal serial bus (usb) drive from the programmer after they were printed and also when a usb drive was plugged into the side usb port of the programmer it caused the programmer to shut down. It was also reported that it was not possible to save portable document format (pdf) reports from the programmer print queue to a usb when the usb was plugged to the usb port at the back of the programmer. In troubleshooting the programmer was power-cycled and it was then possible to save reports to a usb drive, but the programmer was not tested to see if the issue with the programmer shutting down when a usb drive was plugged into the side of the programmer was resolved as there was a requirement to start using the programmer for printing. It was also explained that reports from the print queue were formatted to size for the programmer printer and could not subsequently be reformatted to the paper size required to save to save to pdf as this was not a feature of the programmer. It was noted that this did not meet the expectations of the caller. The call was then lost when assistance was being provided to help reprint a report to the programmer printer. Further troubleshooting assistance was provided via email. The programmer remains in use. No patient complications have been reported as a result of this event.